Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. UDI number is not available due to the limited information provided by the reporter. (B)(4).

Event description:
A consumer reported that the increased intraocular pressure that appeared after his cataract removal with intraocular lens (iol) implant procedure that was performed in 2014 could only be reduced with diverse medication. On an unknown date the consumer was diagnosed with glaucoma in the operative eye. Recently, the patient received eye drops with a 2% dmso (dimethyl sulfoxide) solution. On the second day of treatment with dmso, shortly after the administration of the eye drops, he experienced gray haze. The consumer wondered if the dmso could dissolve the material of the intraocular lens. Additional information was provided by the consumer on 09/03/2017. The operation had failed because many lens leftovers had remained in the eye. After removing the ocular protection on the first postoperative day, he had seen "tree trunks swimming in the eye". One week postoperatively, the intraocular pressure (iop) had risen in spite of treatment with a non-steroidal anti-inflammatory, amoxycillin, an antiglaucoma drop, and various other drugs. On (B)(6) 2014, the patient visited another eye clinic; the iop was still high, and remains of the lens were found in his eye. A secondary procedure was performed to remove the lens remains. By reading a medical textbook the patient found out that the remaining lens pieces choked the trabecular meshwork and this was the reason for the high intraocular pressure. Further treatment was performed according to school medicine. The consumer's physical condition got worse visibly. A change to alternative medicine with mucor racemosus and coconut palm water had helped him very much; he could "see again his nasal back" by reduction of the previously ascertained field of vision loss. The consumer further clarified that when he took for the first time the eye drops in the mixing ratio 20 ml sodium chloride solution, 0.4 ml dmso (dimethyl sulfoxide) und 0.6 ml procaine, there was no gray haze. When he took the eye drops the second time, he experienced gray haze. He supposed that pieces of the lens were solved from the trabecular meshwork. For about two weeks he has again taken the eye drops in the reported mixture without physical complaints and since the intake his intraocular pressure decreased by 4 points. Additional information has been requested and received.